Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported during a percutaneous peripheral intervention, a balloon rupture occurred. Vascular access was obtained via the left femoral artery with a 6fr 25cm non-bsc sheath and the left brachial artery with a 5fr 25cm sheath. The target lesion was a chronic total occlusion located in the severely tortuous and severely calcified left common iliac artery (cia). The physician applied rendezvous technique by inserting a non-bsc guide wire in the left brachial artery, and a non-bsc micro catheter in the left femoral artery. After both were advanced to the target lesion, pre-dilation was done using a 2mm x 20mm coyote es balloon catheter. A 6.0mm x 40mm 75cm mustang balloon catheter was inserted in the left femoral artery and was advanced on the target lesion for dilation. During the first inflation at 10 atmospheres the balloon ruptured. The device was then removed intact and was exchanged with 4mm x 40mm mustang balloon catheter. Additional dilatation was performed with a 7mm x 80mm non-bsc balloon catheter. The procedure was completed with the implant of a 10mm x 40mm and a 8mm x 100mm epic stent and postdilation with an 8mm x 40mm mustang balloon catheter. No patient complications were reported and the patient 's status is good.